Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was further reported that the patient had received perioperative antibiotics. The location of the infection was the device pocket. A culture was not obtained. The patient received intravenous and oral antibiotics. The patient did not have the entire system explanted, but a partial system explant (just the stimulator) was done on 2013-(B)(6). The infection did resolve.

Event description:
It was reported the patient had (B)(6) and bacteremia. The date of onset/diagnosis was (B)(6) 2013. It was noted antibiotic treatment was necessary. The patient¿s status at the time of this report was ¿alive - no injury/no adverse event.¿ it was stated a surgical intervention was required. Patient symptoms and complications included drainage of incisional wound opening, fever, pain, redness, and swelling. It was noted the patient would have the entire system explanted due to the (B)(6) infection and the draining wound was opened at the lead site. It was later reported following explant the patient was sent back to the rehabilitattion unit. Patient outcome was not provided. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had received perioperative antibiotics. The location of the infection was the device pocket. A culture was not obtained. The patient received intravenous and oral antibiotics. The patient did not have the entire system explanted, but a partial system explant (just the stimulator) was done on (B)(6) 2013. The infection did resolve.